Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for several parameters. Reprogramming and a software download were not successful. Therefore, the device was replaced.